Manufacturer narrative:
(B)(4). The device was returned and evaluated. A service history review revealed no previous service events that would cause or contribute to the reported problem. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A visual inspection was performed on the device. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified in patient therapy log that occurred on (B)(6) 2014 at 01:05 with an ultra-filtration volume of 982ml (drain volume 1982ml) during cycle 4. The largest prescribed fill volume of 1000ml. No additional information is available.